Event description:
Reporter indicated that the patient experienced a flurry of seizures following the introduction of benzal into his medication regimen. After the event, the patient's vns device was interrogated and appeared to be at eos. As the physician believes the device's battery is expended, she stated that she wants to have the patient scheduled for a battery replacement. It was also reported that the patient had been having an increase in seizures ever since his previous vns battery replacement. All attempts for more information were unsuccessful, thus the relationship between the increase in seizures, either before or after the introduction of benzal, and vns therapy cannot be determined.